Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation found that the device was unable to generate alarms under expected conditions, establishing a relationship with the reported event. The root cause was identified as a failed main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the renasys go device failed to generate an alarm under expected alarm conditions due to a defective mainboard. No patient involved.